Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: displays error codes. Probable root cause: cables, connectors, sources, or sinks. Capture card, motherboard, power supply. Sdc firmware. Over-heating (air duct, fans, heat sinks, dust, vents). Sdc application software [cor, ip], clarity package. Clarity algorithm. Use error. Cybersecurity, assets, video, input/output, video routing, teleconferencing/calls/video streaming. Esp software. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that unit produced error codes and self-rebooted x2 times in less than 24hrs of operation. There was full loss of image on primary monitor. Duration of loss of image is unknown. Procedure completed when the device restarted.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that unit produced error codes, and self-rebooted x2 times in less than 24 hours of operation. There was full loss of image on primary monitor. Duration of loss of image is unknown. Procedure completed when the device restarted.